Manufacturer narrative:
No product was returned for eval, as the product remains implanted. The device history record was reviewed. According to the device history record, the device met specification at the time of manufacture.

Event description:
A pt previously implanted with a dura-guard patch for chiari decompression with duraplasty, subsequently experienced an inflammatory reaction or what was believed to be a type IV hypersensitivity of unk origin. The pt was febrile, the pt's csf had elevated wbcs, but testing for infection was negative. The pt also experienced fever, headache, lethargy, nausea, aseptic meningitis and pseudomeningocele. The pt was treated with a course of steroids and the pt's symptoms subsided. When the pt's symptoms returned (timing not specified) the pt was given a second round of steroid treatment. The pt is not hospitalized and is reported to be doing great at present time.